Event description:
(B)(6) ministry of health testing lab tested the products after importation clearance. In the report, it is indicated that there was filament (a piece of hair of similar tissue) in the packaging. This was concluded as a non-conformity. Hair like substance found in the package seen by magnifying glass. Product not used in pt. The integrity of the sterile pouch was not compromised. The actual product was not damaged.

Manufacturer narrative:
Product not returned for investigation. Manufacturing records were reviewed and there is no objective evidence to suggest that the device may have been released with non-conformities related to the nature of this complaint. A series of complaints for the same issue was received. Additional suspect medical devices: complaint #: (B)(4), model #: ce0000542, catalog #: sa0457-27515, exp date: 12/2013; (B)(4), 75r12350n, ce0000626, sa457-35012, 12/2013; (B)(4), 75r10250n, ce0000515, sa457-25010, 11/2013; (B)(4), 75r10400n, ce0000316, sa0457-40010, 10/2013, (B)(4), 85r06200s, ce0000454, sa0456-20006, 11/2013, (B)(4), 85r20250s, ce0000470, sa0456-25020, 11/2012.